Event description:
Caller reported inform blood glucose results, all mg/dl: (B)(6) 2014 5:32 am result 336 meter (B)(4); 5:34 am result 97 meter(B)(4). On (B)(6) 2014 5:32 am result 336 meter (B)(4), 5:34 am result 97 meter (B)(4). On (B)(6) 2014 4:05 pm result 559 meter (B)(4); 4:06 pm result 287 meter (B)(4); 4:09 pm result 323 meter (B)(4). On (B)(6) 2014 4:15 pm result 96 meter (B)(4); 4:18 pm result hi, which on the system indicates a result in excess of 600 mg/dl, meter (B)(4); 4:22 pm result 170 meter (B)(4). No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
Strips not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Caller provided three strip lots, but did not know which lot went with each meter. The strip lots are 552017, 552025, 552054. (B)(6).